Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation in connection with this incident. The sample was visually examined and no manufacturing defects were noted. The sample was also tested for leakage at 10 psig per specification with passing results. No leakage was noted from any location of the set. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on a new complaint case and an updated procedure, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B.braun has conducted a retrospective review for all complaints of similar nature in accordance with b. Braun internal procedures.

Event description:
As reported by the user facility: while priming the set with saline, it started leaking at the drip chamber. No patient injury reported.